Manufacturer narrative:
Okada, takuya, et al. (2023). Oversensing caused by trapped air in the header of subcutaneous cardioverter-defibrillator generator. Journal of arrhythmia. 2023;39:803 806. Doi: 10.1002/joa3.12912.

Event description:
It was reported per article of interest literature review that a 55-year-old man was referred to the authors center for implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD) device for secondary prevention of ventricular fibrillation (vf). During the implantation, the automatic programming algorithm selected the secondary vector for sensing and a defibrillation test was successful. Normal function of the device was achieved immediately after the implantation on postoperative day one. However, five weeks after implantation, the device delivered a shock. Assessment of the device showed normal function with satisfactory sensing. The stored electrogram confirmed that an inappropriate shock was delivered owing to oversensing. Specifically, flutter-like waves and small amplitude drifting above the baseline were observed, which resulted in inappropriate shock delivery. As no t-wave oversensing was detected, the authors hypothesized that the drifting waves were caused by a bad connection of the lead as a result of the pressure generated by the trapped air in the header of the device. However, chest radiographs and fluoroscopy did not reveal any trapped air or any evidence that the pin was not properly placed when the connection was completed. There was no dislocation of the lead or device. Moreover, the oversensing was not reproducible with any postural change or left arm isometric exercises. After the device was reprogrammed to the primary vector to avoid oversensing, remote monitoring over the next two years revealed no further abnormal discharge. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Okada, takuya, et al. (2023). Oversensing caused by trapped air in the header of subcutaneous cardioverter-defibrillator generator. Journal of arrhythmia. 2023;39:803 806. Doi: 10.1002/joa3.12912.

Event description:
It was reported per article of interest literature review that a 55-year-old man was referred to the authors center for implantation of a subcutaneous implantable cardioverter defibrillator (s-ICD) device for secondary prevention of ventricular fibrillation (vf). During the implantation, the automatic programming algorithm selected the secondary vector for sensing and a defibrillation test was successful. Normal function of the device was achieved immediately after the implantation on postoperative day one. However, five weeks after implantation, the device delivered a shock. Assessment of the device showed normal function with satisfactory sensing. The stored electrogram confirmed that an inappropriate shock was delivered owing to oversensing. Specifically, flutter-like waves and small amplitude drifting above the baseline were observed, which resulted in inappropriate shock delivery. As no t-wave oversensing was detected, the authors hypothesized that the drifting waves were caused by a bad connection of the lead as a result of the pressure generated by the trapped air in the header of the device. However, chest radiographs and fluoroscopy did not reveal any trapped air or any evidence that the pin was not properly placed when the connection was completed. There was no dislocation of the lead or device. Moreover, the oversensing was not reproducible with any postural change or left arm isometric exercises. After the device was reprogrammed to the primary vector to avoid oversensing, remote monitoring over the next two years revealed no further abnormal discharge. The s-ICD system remains in service. No adverse patient effects were reported.